Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in(B)(6) .

Event description:
Reporter stated the buttons on the infusion device do not function correctly. No adverse event was reported. The alleged product was requested for evaluation.